Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was trying to change her insulin pump and she was getting a no delivery alarm. Customer stated that it sounded like it occurred during the priming process. Customer's blood glucose is 401 mg/dl. Customer has not had insulin for the past few days but feels okay. Customer stated that the alarm just occurred and it is not recurring. Customer stated that the issue has not been resolved. Customer cleared the alarm and verified that the insulin did exit the tubing. Customer stated that the pump did not alarm no delivery. Customer was advised that the pump is working as designed. Customer stated that she needed help programming a blood glucose correction bolus with a bolus wizard. Customer's blood glucose is 217 mg/dl. Customer stated that the bolus is being delivered.